Manufacturer narrative:
Catalog# 800247. Lot# 03131509-123. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The material of the syringe pawls (peek) is softer than the syringe plunger threads (stainless steel) which results in deformation. Conclusion: the plausible root cause is design related.

Event description:
It was reported that: threading the plunger into the syringe. The plunger was skipping threads on peek portion of inserter. The cage would not expand at all.

Event description:
It was reported that; threading the plunger into the syringe. The plunger was skipping threads on peek portion of inserter. The cage would not expand at all.